Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm6_12.1; -04.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. It was indicated that laser vision correction was performed on (B)(6) 2022 and (B)(6) 2022; due to the patient having residual refraction and poor udva. Lens remains implanted.

Manufacturer narrative:
(B)(4). Expiration date: 09-30-2023. Claim#: (B)(4).